Event description:
It was reported that the right ventricular (rv) lead was replaced due to possible fracture. It was also reported that noise was observed on the new right atrial (ra) lead while closing the pocket. The physician noticed an insulation breach and the lead was subsequently removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed. The distal lv (low voltage) electrode of the lead was covered in blood. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant and stretching. (B)(4).

Manufacturer narrative:
(B)(4)